Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the pump was stuck on the home screen, then after a battery change the pump was unable to move past the verification screen due to the buttons not responding. The patient reportedly wore the pump attached to a belt and did not clean the pump.